Manufacturer narrative:
(B)(6).

Event description:
The hosp reported the unit's screen became black and white during use. The unit reportedly alarmed, however, the alarm volume was set to 1. The pt's oxygen saturation level decreased to be 90% or less. There was no reported pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.